Manufacturer narrative:
Additional information: section h - evaluation method codes. Added: historical data analysis; 4109. Added: trend analysis; 4110. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint#: (B)(4). H3 other text: device not returned.

Event description:
It was reported that intra-aortic balloon (iab) therapy was provided for approximately 12 hours without issue prior to patient going into surgery. During bypass case, the cardiosave balloon pump was placed in semi auto mode, internal trigger, and 1 to 3 frequency. After the procedure lasting approximately 2.5 hours, the cardiosave unit was placed back into auto mode and frequency placed to 1 to 1. The pump alarmed "catheter restriction and fiber optic sensor failure". The clinician reported that they performed a iab fill and pressed start only to have the messages repeat of catheter restriction and fiber optic sensor failure. The customer reported that they then prepared to replace the catheter and obtained another 50cc sensation plus for insertion. The surgeon attempted to insert the guide wire into the catheter and met resistance. After numerous attempts to pass the guide wire and meeting resistance, the surgeon removed the catheter and inserted another 50cc sensation plus catheter. The patient expired later in the same day. This record is for the second iab used. A separate report will be submitted for the first iab used in this event. A separate report will be submitted for the cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that intra-aortic balloon(iab) therapy was provided for approximately 12 hours without issue prior to patient going into surgery. During bypass case, the cardiosave balloon pump was placed in semi auto mode, internal trigger, and 1 to 3 frequency. After the procedure lasting approximately 2.5 hours, the cardiosave unit was placed back into auto mode and frequency placed to 1 to 1. The pump alarmed "catheter restriction and fiber optic sensor failure". The clinician reported that they performed a iab fill and pressed start only to have the messages repeat of catheter restriction and fiber optic sensor failure. The customer reported that they then prepared to replace the catheter and obtained another 50cc sensation plus for insertion. The surgeon attempted to insert the guide wire into the catheter and met resistance. After numerous attempts to pass the guide wire and meeting resistance, the surgeon removed the catheter and inserted another 50cc sensation plus catheter. The patient expired later in the same day. This record is for the second iab used. A separate report will be submitted for the first iab used in this event. A separate report will be submitted for the cardiosave intra-aortic balloon pump(iabp).